Event description:
On (B)(6) 2017 the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately high compared to another meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. This complaint is being reported because the control solution test performed fell out with the control solution range for this test strip lot. The alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.